Event description:
It was reported that while removing a padded fiberglass cast, the patient received a cut on the arm. It was also reported that a minor injury was sustained, a break in the skin. It was further reported that the wound was dressed and no other treatment was required.

Manufacturer narrative:
The cast cutter blade associated with this event was returned to the manufacturer for evaluation. It was visually confirmed that both the blade teeth and mount were worn. Lot number information has not been provided to permit further investigation. The IFU for the cast cutter blade has a caution which states "stryker does not recommend using sst blades ref 0840-040-200, 0840-040-250 and 0940-025-000 for cutting synthetic cast material." The investigation results indicate that the user may have contributed to this event.